Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery depleted 100% within approximately two days. When connected to a power source the customer reported the battery gauge jumped up to 80% immediately. The customer's blood glucose level was not impacted. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
Corrected data for follow-up #1 manufacturer report number 3007981285-2017-36921.